Event description:
It was reported that the customer had problems with the insulin pump. The customer stated that with the last two infusion sets, the customer had delivered insulin and their blood glucose had remained high. The night prior to the phone call it was a little high. The morning of the phone call, the customer ate and delivered a corrective bolus. Troubleshooting was performed for the insulin pump, and the high pressure test failed twice. The drive support cap was recessed. The bolus history was accurate. In the alarm history there was a low reservoir alert which was taken care of by the customer, a low battery alert, which the customer took care of by replacing the battery, there were three more low reservoir alerts and four no delivery alarms; the customer re-administered and changed the infusion sets. At the time of the phone call the customer's blood glucose was 300 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).